Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff started to leak after being inserted. There was no patient harm reported.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube with stylet was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly at the tube. The sample was left inflated 2 hours and no failure mode was observed. No failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.